Event description:
The customer called to report that she was hospitalized for high blood glucose levels with a reading of 443 mg/dl. The customer had symptoms of diabetic ketoacidosis like nausea and vomiting. The customer stated that she changed the infusion set twice due to the high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.